Event description:
It was reported to philips that the system failed to turn on due to tripped main breaker on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Customer advised to reset main breaker; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).